Event description:
It was reported by the affiliate that the first firing of the linear cutter stopped halfway and would not continue. The surgeon reloaded the instrument and a second firing was okay to complete the case. No adverse pt outcome.